Manufacturer narrative:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device involving a thermal product malfunction. There was no report of patient harm or injury, and there was no report of medical intervention. The device was returned to the third-party service center, and additional information was received from plexus on 10dec2025 stating the pca burned. At this time of review the device was returned to manufacturer product investigation laboratory for further investigation. During the device evaluation pil confirmed that the device powers on but produces no airflow, with a slight burning odor noted during operation. Error log review indicates 5664.6 blower hours and 5662.3 therapy hours, along with multiple recorded errors, including 11 instances of e-400 (crc failed, continue), 14 instances of e-15 (cycle handler overrun, reboot, with escalation to stop errors due to frequency), 3 instances of e-203 (rtos message unavailable, reboot), and isolated instances of e-93, e-105 (continue), and e-83 (reboot). Care orchestrator data was unavailable. Inspection revealed widespread dust-like contamination and hair-like particles across external and internal components, as well as dried liquid residue with possible mineral deposits on critical areas including the pca, blower assembly, and heater components. Burn marks were observed on the ui bezel, and the q4 component on the pca exhibited thermal damage and corrosion consistent with liquid ingress. Lastly, the reported complaint was confirmed, the investigation could not fully determine the root cause of all observed symptoms. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device involving a thermal product malfunction. There was no report of patient harm or injury, and there was no report of medical intervention. The device was returned to the third-party service center, and additional information was received from plexus on 10dec2025 stating the pca burned. Due to the alleged malfunction, the device was forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation.